Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging it was difficult to see which side to insert into the meter due to the color of the strip. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event.